Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) has modified setting with problems. Abp setting has been changed from 1:2 to 1:3 ma left in "waiting". The device has not emitted any alarms alert. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. No failure detected. Functional tests performed. Functional check completed. Functioning tests carried out with positive results.